Manufacturer narrative:
(B)(4). Date sent 5/20/2025 d4 batch # unk. . An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the event description states "states that "decided to reintervene." What was done to reintervene? Did the patient return to the or room for additional surgery? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Were there any issues with device use/firing? Was there any difficulty removing the device? Were the donuts inspected? If so, please describe. What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hemorrhoidectomy after the shot, active bleeding is evidenced around the staple line, so hemostasis must be performed by stitches around the line, achieving hemostasis. It is suspected that the staple was applied, but it was insufficient for the thickness of the tissue. Once the patient is in recovery, bleeding is noticed in the stretcher, so it is decided to reintervene. In the review, the dry staple line without active bleeding is observed; the bleeding comes from blood residues that had been accumulated in the cavity during the initial bleeding. The instrumentator does not store the device for study and does not provide information about the lot number. The patient's condition is consulted and he is well, without news. The surgery is delayed and unknown amount of minutes. Manual suturing to control bleeding and application of topical hemostatic agent such as spongostan. The procedure was successfully completed. A transfusion is needed.

Manufacturer narrative:
(B)(4) date sent: 6/10/2025. Additional information was requested, and the following was obtained: the event description states, "states that "decided to reintervene." What was done to reinervene? Did the patient return to the or room for additional surgery? What was the grade of hemorrhoids? Were the hemorrhoids circumferential or in specific quadrants? Please describe. What is the surgeon¿s experience with the pph procedure? What is the surgeon¿s experience with the pph device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the surgeon wait 30 seconds after closing the device and then 20 seconds after firing? Was a complete washer transection confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? Were there any issues with device use/firing? Was there any difficulty removing the device? Were the donuts inspected? If so, please describe. What was the total estimated blood loss (ml)? Was a transfusion required? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? What is the current patient status? Receive a cordial greeting, the information from the surgeon of the requested questions has not yet been received. I remain very attentive. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.